Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of death. The patient¿s spouse stated she could not recall if the patient was connected to the cycler when he was discovered. However, the liberty select cycler was found in an alarm state (drain complication encountered, check patient drain line), and one of the 6-liter dialysate bags had been utilized, indicating recent use. The patient¿s primary cause of death is unknown; therefore, causality could not firmly be established. It should be noted that limited follow-up information prevented a more comprehensive investigation. The esrd population continues to have significantly higher mortality rates, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency and/or malfunction caused and/or contributed to the serious adverse event(s). Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On (B)(6) 2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024. The patient¿s spouse could not recall if the patient was connected to the liberty select cycler when he expired, however the machine had alarmed ¿drain complication encountered, check patient drain line.¿ also, the patient¿s spouse reported of the two 6-liter dialysate bags remaining on the liberty select cycler, one remained full, while the other only contained 6-8 ounces of fluid. Attempts to obtain additional information (e.g., patient demographics, esrd death notification, death certificate, treatment record) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 30/jan/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024. The patient¿s spouse could not recall if the patient was connected to the liberty select cycler when he expired, however the machine had alarmed ¿drain complication encountered, check patient drain line.¿ also, the patient¿s spouse reported of the two 6-liter dialysate bags remaining on the liberty select cycler, one remained full, while the other only contained 6-8 ounces of fluid. Attempts to obtain additional information (e.g., patient demographics, esrd death notification, death certificate, treatment record) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 30/jan/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024. The patient¿s spouse could not recall if the patient was connected to the liberty select cycler when he expired, however the machine had alarmed ¿drain complication encountered, check patient drain line.¿ also, the patient¿s spouse reported of the two 6-liter dialysate bags remaining on the liberty select cycler, one remained full, while the other only contained 6-8 ounces of fluid. Attempts to obtain additional information (e.g., patient demographics, esrd death notification, death certificate, treatment record) were unsuccessful.